Event description:
It was reported that during a renal stenting procedure, a stent dislodgement occurred. The physician had the stent positioned at the target lesion in the renal artery. The pt moved and the stent dislodged or "jumped" from the balloon distal to the target lesion. A different balloon was inserted and the dislodged stent was deployed in an area other than the target lesion. The procedure was successfully completed with deployment of another of the same device at the target lesion. No t complications were reported. Pt status is reported as "okay". Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.